Event description:
Special procedures room for right leg arteriogram from left groin access. Runoff study completed. Dr made several attempts to pass catheter further down right leg. Part of catheter broke off in groin. Surgical intervention required for retrieval of catheter tip.